Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ac adapter was not charging the battery and the battery gauge fluctuated for a short period of time. Another ac adapter was used to successfully charge the pump. Customer's blood glucose was 230 mg/dl.